Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) that they have had two out of regulation (oor) issues within two weeks. In the first case the patient went to a follow up visit and they found the oor had spontaneously resolved and that there was no problem reported by the clinician programmer in the system. As for the second occurrence, the patient turned off the implantable neurostimulator (ins) then checked it the day after and there was no oor message displayed. In both cases the patient couldn't receive stimulation as long as the message was displayed. Factors that may have contributed to the event were high parameters programmed. The two oor events were both resolved. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury.

Event description:
Additional information received from a manufacturer representative reported the ins had frequent episodes of "oor" reported on the patient programmer in the last period. The programming used to feature very high settings (such as 10.5 volts of amplitude), so the manufacturer representative noted it would be expected to get the "oor" message, but now the patient reported she lowered it down to 3.0 volts. The "oor" episodes also occurred at 3.0 volts and the ins had been completely recharged. Additional information received from the manufacturer representative on september 20, 2016 reported the patient stated the patient programmer display showed the "oor" message many times during the last month. Since the last follow-up in the beginning of (B)(6), the patient was programmed at 3.5 volts with program 1 and 5 volts with program 2, and was recommended to maintain a fully charged ins. The activated poles for the programming could not be changed as these poles were needed in order to maintain the pain relief area. The patient stated she charged the ins every day to 100% and that the "oor" message appeared even if the ins was completely recharged. The "oor" message also appeared if the patient didn't increase the voltage. The "oor" message appeared without reason and the stimulation therapy was not constant over time. Consequently, the patient needed oral therapy to manage the pain. There was five minutes of data obtained from the device. This data indicated the ins was interrogated twice within a short period of time. Since the diagnostic data is reset with every clinician programmer interrogation, there was only five minutes of data available and there was no anomalies with this data. It was confirmed the patient was recharging pretty well. The impedance with electrode 0 as the reference were as followed: 511 ohms (electrode 1), 599 (electrode 2), 574 ohms (electrode 3), 599 (electrode 4), 536 (electrode 5), 536 (electrode 6), 566 (electrode 7), 634 (electrode 8), 615 (electrode 9), 571 (electrode 10), 591 (electrode 11), 609 (electrode 12), 587 (electrode 13), 576 (electrode 14) and 3557 (electrode 15). No additional troubleshooting or actions or interventions were performed. They remained inconclusive. During the next follow-up, the physician will try to capture the data again and perform a therapy impedance test.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further information from the healthcare professional (via the manufacturer representative) was available. The date and reason for ins explant could not be clarified. There was no further information available.

Manufacturer narrative:
Analysis found no anomaly with the ins. If information is provided in the future, a supplemental report will be issued.